Event description:
Using a 23gx1" safety glide needle for an injection this evening. When injecting, the fluid did not come out of the needle. It instead came from the plastic between the needle and the hub. I am not sure if it was a defect or not. I could not see any defects but I could not see the entire hub due to it being covered by the safety portion of the plastic that goes up the needle.